Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call daughter has high blood glucose. The customer's blood glucose was 519mg/dl at the time of call. It was reported customer does not have necessary supplies. Customer declined trouble shooting for high blood glucose since customer wanted to order supplies. Advised sensors are on back order and would have to call on monday to place order. The insulin pump will not be returned for analysis.